Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the circulating water indicator was abnormal. The event occurred during patient use at the facility. There was patient involvement, and no patient harmed reported.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed no defects. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was not duplicated. However, the l-70 warming tube non-attachment alarm was activated even if the warming tube was not attached correctly. The issue was presumed to be caused by a slight deformation of the micro switch lever. At the customer's request, the product was returned to the customer without repair.